Event description:
In 2007, the pt reported being hospitalized and diagnosed with ketoacidosis in 2006. The hospitalization was initially reported on a week later, but information regarding the ketoacidosis was not relayed at that time. She stated that she had bronchitis which affected her heart failure. She then developed an infection which caused her blood glucose to be elevated to 700 mg/dl and she was diagnosed with ketoacidosis. She was disconnected from her infusion device and placed on an IV drip to lower her blood glucose. She was in the hospital for a total of 10 days. The infusion device in use at the time of the event was previously returned.